Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer's blood glucose reading was 210 mg/dl at the time of the report. The insulin pump alarmed motor error after the event. The customer stated that she was sick and was suffering from kidney problems, and as a result she was not eating. The customer stated that the event had nothing to do with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.